Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orfi with the va locking screw for the clavicle. The surgery was completed successfully without any surgical delay. The locking screws in question broke off under the screw heads. Although the screw heads and the plate were removed, the screw shafts remained in the body. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1 manufacturing site. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: sterile part # 04.211.020ts. Sterile lot # (B)(4). Release to warehouse date: 22.dec.2021. Expiration date: 01.dec.2026. Supplier: (B)(4). Manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.020. Non-sterile lot #(B)(4). Manufacturing site: werk selzach logistik. Release to warehouse date: 30.nov.2021. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.